Event description:
It was reported that the patient was found down by their daughter on (B)(6) 2022 at 0400. The customer reported that the patient refused to come to the emergency room (ER) until 1300 when the patient's daughter called emergency medical services (ems) and had the patient taken in. On arrival, the patient's mean arterial pressure (map) was 140 mmhg. The patient was confused and would repeat themselves. A computerized tomography (CT) scan revealed a subarachnoid hemorrhage centered on the left cerebellar hemisphere. No midline shift was seen. Neurosurgery felt that this was due to a ruptured aneurysm. Additional information revealed diffused subarachnoid hemorrhage in the posterior fossa concerning aneurysmal hemorrhage. The subarachnoid hemorrhage was predominantly located in the infratentorial compartment mostly seen in the right post perimesencephalic and quadrigeminal cisterns. Additionally, there were bilateral tentorial thin laminar subdural hematomas. Upon admission, the patient's systolic value was 135mmhg while their diastolic value was 76mmhg. Aspirin and warfarin were withheld, international normalised ratio was reversed with vitamin k and fresh frozen plazma prior to their transfer to the hospital. No ventricular tachycardia (vt) or ventricular fibrillation (vf) were noted at time of the patient's syncope. The patient's map was 154/95 mmhg. The patient was started on keppra 5000mg twice daily for 1 week. Warfarin will be restarted 1 week after a stable CT scan.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported hemorrhagic stroke and hypertension could not be conclusively determined. In addition, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The current heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists hypertension and stroke as adverse events that may be associated with the use of the hm3 lvas. In addition, the IFU outlines the recommended anticoagulation regimen and the suggested anticoagulation modifications in the event there is a risk of bleeding. The IFU states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 14may2019. No further information was provided. The manufacturer is closing the file on this event.